Manufacturer narrative:
Approximate age of device ¿ 3 years. The explanted device was returned for analysis. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for suspect pump thrombosis discovered during a routine right-heart catheterization (rhc) procedure. The patient did not have any clinical signs or symptoms of thrombosis and inr level was therapeutic. No device alarms were reported. The rhc revealed elevated filling pressures, low cardiac index (ci), elevated systemic vascular resistance (svr), and low right ventricular stroke index. Initially, the patient was to be discharged on IV dobutamine at 7.5mcg, aspirin at 325, and coumadin, but instead a pump exchange was performed. The exchange included the inflow cannula and pump, the outflow graft from the patient's initial implant remained in place.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the pump. In addition, a log file was submitted for review and it was found to contain approximately 35 days of data, which captured multiple pump power elevations, low speed advisory hazard alarms, and pump stoppage events. The pump was returned with the driveline cut approximately 3¿ from the pump housing the severed portion of the driveline was not returned upon disassembly of the returned pump, a non-laminated deposition was present in the outlet stator. The deposition was not adhered to the bearing ball or the stator blades, lacked lamination, and lacked denaturing. Although its origin and a duration of time in which it was present in the pump could not be conclusively determined, the deposition did not appear to have originated in this location. Examination of the body of the rotor showed contact marks on the cone section/outlet side. These marks could have been the result of a larger deposition being present in the outlet stator at some point while the pump was operating and the rotor was spinning; however, evaluation of the returned pump did not show any significant deposition in this area that could have caused these marks. Additionally, examination of the remaining blood-contacting surfaces revealed no depositions. The potentially larger deposition along with the smaller one found in the evaluation of pump, could have potentially created additional resistance on the spinning rotor, contributing to the pump power elevations, and possible cessation of the motor, captured in the submitted log file. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.